Manufacturer narrative:
The intended procedure was colonoscopy with argon plasma coagulation (apc). The first time the clip was extended out of the sheath, the clip was in an open position and positioned in desired spot, but when they attempted to close the clip, the clip did not close completely and therefore unable to clip the patient's tissue. The clip came apart into two piece and fell in the patient¿s right colon with the jaw arms partially closed. The spring was missing and the staff was unable to locate the spring at end of case. The clip components were accidentally suctioned through the scope but were retrieved. The tissue intended to be clipped was the bowel tissue. There was no medical or surgical intervention required as a result of the event. There was no resistance felt during the procedure. The scope and clip used in the procedure was inspected prior to use and anomalies were found. There was difficulty removing the clip sheath from the instrument channel. There was no unexpected bleeding as a result. There was no other unintended tissue trauma. There was an approximately 5 minute delay in the procedure and this time was to remove the stuck sheath and apply a new clip. No additional anesthesia was required. The clip will not be returned.

Manufacturer narrative:
The subject clip was not returned for evaluation. The user facility provided an image of the clip. The clip jaw was in an open position and the spring was attached/exposed. The exact cause of the reported event could not be confirmed. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly. The instruction manual states to ¿always have a spare instrument available.¿ the instruction manual also states that to prevent clip malfunction, ¿never use excessive force to operate the instrument. This could damage the instrument.¿ and ¿do not force the instrument if resistance to insertion is encountered.¿ in addition, there are warnings and cautions that clip operation and closure is more compromised with an excessively angulated scope, firm tissue, or after the clip has been opened / closed more than 5 times. The instruction manual also has directions for pre-procedure inspection of the clip apparatus, and states that the use of the device is restricted to compatible olympus endoscopes, and to specific tissue types and sizes.

Event description:
The service center was informed that during a procedure, the clip fell apart when it was being used on a patient. The spring of the clip was visible inside the patient and two silver clip parts were noted to be stuck inside this scope. The scope was used for the entire procedure. There was no patient injury reported.